Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -10.00/2.0/85 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault and elevated iop (intraocular pressure). In the reporters opinion the cause of this event was due to "false w-to-w, measurement provided." The reporter stated that the patients eye is stable and in good condition. It was reported that the doctor plans to implant another lens. If additional information is received a supplemental medwatch report will be submitted.